Event description:
It was reported that the patient was inappropriately treated with ventricular tachycardia (vt) therapy for a supraventricular tachycardia (svt) episode. It was found that the waveforms used to evaluate wavelets were clipped resulting in low match scores and inappropriate detection of svt as vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.